Event description:
Additional information: a new sutureless connector was placed. The device system was being used to deliver lioresal, 2000 mcg/ml. The dose prior to revision was 250 mcg/day and after revision they programmed a flex dose of 139 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a possible leak at the catheter and pump connection site. It was initially reported that there was fluid around the pump and trouble shooting was in progress. It was later reported that a rotor study and a dye study were performed and the rotor study was normal, while the dye study showed a possible leak at the catheter/pump connection. The patient was sent home that day, and brought back the next for a revision. There were no patient symptoms reported. The date of revision and patient outcome were not provided, nor were any further event details. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)